Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer also mentioned over past month time period poor retraction and/or no retraction of needled/safety system was experienced by multiple nurses causing alarm amongst the nursing staff. Nurses impacted by poor / no retraction of needle. Needle retracted slower than normal, but full retraction of needle was achieved on the iag bc device used on me. Previous cases had poor / slow retraction to no retraction of needled being experienced by the hcp.